Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, no ligature marks could be found. Further inspection, demonstrated a deformation of the fixation helix. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the characteristics, it is reasonable to assume that tensile forces during the explantation procedure contributed to this observation. In addition, several deformations of the outer conductor coil were found which most likely resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6), it was noted the lead was dislodged. The doctor performed surgery to try to reposition the lead, but the lead could not be repaired. The doctor explanted and replaced it.